Manufacturer narrative:
The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. The unopened and unused sample is captured within another complaint. Without a sample, the exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rn. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band was placed in the usual fashion and once the air inflator was detached from the band, the air immediately escaped. The tr band deflated rapidly while the patient was still in the procedure room. Hemostasis was achieved with another tr band. The patient did great in recovery. The estimated blood loss was less than 250cc. The procedure prior to the use of the tr band was a transcatheter aortic valve replacement (tavr).